Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: pt 1: 3.8 inr/2.5 inr. Pt 2: 2.0 inr/2.5 inr. Pt 3: 4.3 inr/3.3 inr. Pt 4: 3.6 inr/5.0 inr. Pt 5: 2.5 inr/3.4 inr. Pt 6 1.6 inr/2.1 inr. Caller states the coumadin was adjusted only if the pt's inr was outside their therapeutic range. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4)